Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a patient showed up for routine follow-up and the episodes of ams showed na for peak atrial rate and duration. Tse asked the field to provide session records for analysis. There is no further information available.